Event description:
N/a.

Manufacturer narrative:
The laparotomy sponge was received for evaluation and also retain samples were evaluated: DHR review: the production process was under control without change in equipment, environment, material and product configuration, no abnormity was found during start-up verification. Failure analysis: the returned samples were examined and there was no came off easily as per complaint narrative. Retain sample of this complained batch was reviewed, the sponge string was sewn properly. There was no loose string was found after pulled test. The pull strength inspection data of this complained batch was reviewed, both in line with specification: 100n. Root cause is unknown as all pull strength on the blue string met all specification >100n. Possible root cause is that the additional force was introduced on the string and caused the string detached from the sponge.

Event description:
A facility reported that a string from one of the laparotomy sponges came off and stayed in the abdomen. The string was retrieved.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.